Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that regular wear and tear led to the loose connector pin, the recharger not charging, and the ins being dead. The patient reported they did not know of the cause of the loose connector pin. The loose connector pin, recharger not charging, and ins being dead were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) revealed it had broken connector tip. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that ins recharger would not charge, there was one bar left for the recharger battery level from the last time patient was able to charge it. It was mentioned that even when the recharger was plugged into the desktop charger/power cord, it was not showing that it was connected to a power source. It was confirmed that the green light on the desktop charger was on and connector pin did not look damaged. Patient confirmed later on that ins recharger connector jack seemed to be loose because when they plugged the connector pin in, they could move the connector pin around. The connector pin on desktop charger was bent. During troubleshooting, patient confirmed that they were able to see the ins recharger was charging, but it would not last because it stopped charging when patient set the recharger down. Patient also reported that their ins was dead. Patient also could not get their ins to stay charged for long, but when they were able to charge the ins recharger, the ins recharger will stay charged for a while. Patient's ins battery lasts maybe 3-4 days when they charge the ins to full, but the battery level used to last a couple of weeks or so. Patient said they had their current ins for 6 years and they figured the ins was getting older, battery level did not last as long. Patient did not reprogram or switch to new group, nor increase parameters recently. They had not seen anyone for setting adjustments since 2012. Patient's relevant history includes they were in a car accident in 2012 that caused lower back problems, but there was nothing done other than doing some adjustments to get better coverage (full body coverage). Patient reported that their coverage was dependent on the position of their neck but it was normal for them because that was the way the lead wires were placed right below their neck. Patient's ins was for reflex sympathetic dystrophy syndrome and stimulator was on the upper spine. No further complications were reported as a result of this event.